Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-24045. It was reported that both of the patient's leads had high impedance on multiple contacts. The patient underwent a surgical procedure in which both of the patient's leads were explanted and replaced.